Event description:
It was reported that the subject device had no image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315(scope err unsupported scope), jet tube (j-tube) has foreign objects. A root cause could not be identified. Based on the results of the investigation regarding the no image, it is likely the following led to the malfunction: due to corrosion on plug unit, e315(scope err unsupported scope) occurs, leading no image. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Regarding "jet tube had foreign objects", olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer